Event description:
It was reported that the user had been manually pausing the ilet pump to stop insulin delivery in anticipation of low glucose, and a specialist advised the user not to pause the pump so the algorithm could adjust insulin delivery as designed. Symptoms included no hypoglycemia, as the user did not drop below 70 mg/dl. Outcomes included no injury, no hospitalization, and no alerts or alarms. Investigation included user interview and troubleshooting education. Investigation of this case revealed that the device functioned as designed and the event was related to user-initiated pausing that interrupted automated dosing adjustments. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use not according to the instructions.